Manufacturer narrative:
Initial and final MDR 1903456 - MDR 3003442380-2024-11862 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off event from (B)(6) 2024. The infusion set was in use for less than 24 hours. The glucose level was high (specific value unknown). No further information available.